Event description:
It was reported that the patient had surgery for adhesions in 01/2003, and absorbable sutures were used. Pt reports that the sutures "shattered" and then failed to absorb, splitting from the surgical wound. Sutures, or portions thereof were reportedly removed in 2004.